Event description:
It was reported that the patient had an alleged pressure ulcer. There was patient involvement; however, no clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted noting an evaluation was not performed on the overlay as it was disposed of by the customer. Customer disposed of product prior to evaluation.

Event description:
It was reported that the patient had a alleged pressure ulcer. There was patient involvement; however, no clinically relevant delay in treatment was reported.